Manufacturer narrative:
One photographic image was received from the customer- it shows the catheter placed in the transportation tray. The damage to the catheter revealed the heating element/coil is burnt. There is evidence of fep melt and a portion of the fep is lifted from over the heating element. The coil is observed to be exposed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter for the radiofrequency ablation procedure of bilateral veins. The catheter and generator were prepared as per IFU. Tumescent infiltration was used. It was reported that after completing the ablation procedure on one leg, physician noticed the lining of the copper segment of the coil had melted. Physician reported that this catheter was not used for the procedure on second leg. A new catheter was used to complete the procedure. No patient symptoms or complications were reported.